Event description:
It was reported to medtronic minimed that the customer changed their sensor and experienced a significant difference between sensor glucose (sg) and blood glucose (bg) values, with a blood glucose value of 158 mg/dl and an sensor glucose of 50 mg/dl. The event involved product(s) mmt-332a, mmt-242a, mmt-7040a, mmt-1884. The customer also reported a calibration not accepted alert and noted that their blood glucose value exceeded 500 mg/dl. The customer declined troubleshooting. The difference between differences between sensor glucose and blood glucose levels values was not within the target range. The sensor was worn for fewer than four days and may no longer have been responding to glucose changes due to site issues. No further patient complications were reported. No further product return is required and mmt-332a, mmt-242a, mmt-7040a, mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor error-cal error/calibration not accepted. Carelink investigation endpoint: bg out of range; description: calibration not accepted because bg is outside of acceptable operating range. Sensor performed within specifications. The event is considered confirmed and it is unlikely that the sensor contributed to the event. Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose. Carelink investigation endpoint: manual bg entry error; description: sensor product performed as expected within the specification. Error in bg reference measurement was a result of user input error. Therefore, this issue could not be confirmed as a manufacturing related error and it is unlikely that the sensor contributed to the event. Sensor carelink additional investigation was performed for the sensor error-change sensor/bad sensor. Carelink investigation endpoint: sensor high impedance (1khz eis logic); description: the sensor was terminated due to detected high impedance from which it cannot recover. This is a safeguard designed within algorithm for patient safety. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was also reported customer received change sensor alert.